Event description:
It was reported, the patient¿s system was removed due to infection. The patient status at the time do this report was alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0j73r, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0j73r, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient. (B)(4).